Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. The physician questioned the result. The sample was repeated the following day and a negative result was obtained. It is unknown if patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. The fse replaced the hm wash cassette and decontaminated the system. The instrument is now performing within specifications. No further evaluation of the device is required.